Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the bilateral patient has suffered symptoms including, but not limited to pain, stiffness, swelling, inflammation, and reduced mobility since implantation. Update (B)(6) 2011 - the sales rep reported the revision surgery. The patient was revised to address mild to persistent pain in right hip and groin. Part/lot numbers were identified. Update: (B)(6) 2012 - the sales rep has reported the revision surgery for the left hip. Patient was revised due to pain. Report also states that cup was not well ingrown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the bilateral pt has suffered symptoms including, but not limited to pain, stiffness, swelling, inflammation, and reduced mobility since implantation.